Event description:
Meter was prompting the error 5 message. Approximately 2 months ago patient began receiving the error 5 prompt every time patient tested with the meter. Patient has experienced "flashes and frequent urination." Patient's relative, who is a nurse, helped patient with testing on the meter and also received the error 5 prompt. The patient routinely saw patient's physician. Patient saw patient's physician last week and was told that patient's blood glucose level was "within range." Patient thought that the result obtained in the physician's office was 127 mg/dl. The patient does not take diabetes medication. Patient saw patient's physician last week and was told that patient's blood glucose level was "within range." Patient thought that the result obtained in the physician's office was 127 mg/dl. The patient does not take diabetes medication. Patient treats patient's diabetes with diet and exercise. Patient did not alter their daily diet and exercise regimen during the time that they could not obtain test results on the meter. The patient did not allege harm and there is no indication that patient experienced injury or medical intervention due to the meter. The customer care representative walked the reporter through retesting with the meter and the error 5 prompt appeared. Due to the unresolved error 5 prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.